Event description:
It is reported that one endeavor stent was implanted in an unknown vessel during index procedure. Approximately 41 months post index procedure, the patient expired. Cause of death is reported as hypovolemic shock.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death).